Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge senior service territory manager (stm) evaluated the iabp and discovered that the alleged malfunction was cause by fluid ingress. The stm ordered the necessary parts and will complete the repair at a later date. A follow up report will be sent once the repair is complete.

Event description:
It was reported that the prior to use the cardiosave intra-aortic balloon pump was unable to power on. There was no patient involvement or adverse event reported.

Manufacturer narrative:
The getinge senior service territory manager (stm) completed the repair by replacing the following parts that were damaged by saline: motor control board, printer interface board, backplane board, coil cable, cable to backplane board, power management board, printer assembly, pneumatic interface board, power led assembly and cable clip. The stm completed preventive maintenance on the iabp with full calibration. The iabp passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported that the prior to use the cardiosave intra-aortic balloon pump was unable to power on. There was no patient involvement or adverse event reported.